Event description:
A family member called in 05/02 regarding patient's one touch basic meter. Family member alleged that patient's meter was reading inaccurately high and that patient was taken to the emergency room. On the day of the event, the family member noticed that patient was not feeling good and that patient was "sweating more than usual". Patient had taken set amount of glucotrol that morning. Family member tested patient on patient's meter and got a result of 129 mg/dl. Family member also noticed that "patient's eyes were rolling back". Family member called the paramedics immediately and within 5-10 minutes, the emt meter read 39 mg/dl. The paramedics started an IV glucose and rushed patient to the hospital. The ER meter read 200 mg/dl. Time difference between the emt and ER meters is unknown. Patient was kept at the ER for observation. When family member was walked through a control solution test on the one touch basic meter it passed. No further information information has been reported.